Event description:
Reporter stated that a non-responsive pt's blood glucose was tested, using the suspect device, with result of 197 mg/dl and 194 mg/dl (back-to-back). Reporter indicated that, based on these values, no treatment was administered. Pt was reportedly transported to the hosp where, ~ 15 minutes later, pt's blood glucose measured 44 mg/dl on a hosp blood glucose monitor. Reporter stated that, based on hosp meter result, pt was given d-50. No additional details pertaining to pt's diagnosis or treatment were provided. Reporter stated that qc testing was performed on the suspect device; level one control solution tested within acceptable range and level two control solution tested outside of the acceptable range. Technical support requested the return of the suspect product and replacement product was shipped.